Event description:
Endovascular graft was placed in 2004. Patient had an aortic neck measuring 25mm, with no noted presence of calcification in the aorta. Post angiogram detected a slight endoleak that was thought to possibly be a pinhole in the graft material. At that time the physician elected to conclude the procedure and perform a CT at a later time because the origin of the endoleak could not be determined. Once the CT was performed it appeared that the endoleak was resulting from the graft having collapsed back onto itself at the location of the first stent. In 2004, another MFR's stent was placed just inside the neck of the aneursym and extended down into the main body graft. The stent opened up the portion of the graft and the endoleak was resolved.